Event description:
On (B)(6) 2018, the patient visited hospital due to uncomfortable feeling caused by heart failure. A pacemaker check was performed and ventricular lead fracture was suspected. The patient was hospitalized and a re-intervention was scheduled for the same day. During the re-intervention, the ventricular lead was disconnected from the pacemaker and it was cut. The distal portion of the lead was left in the patient¿s body and the proximal portion including connector was removed. A new ventricular lead was implanted and connected to a new pacemaker. The procedure was completed. According to the physician, the most possible cause of the issue may be the ventricular lead fracture, however malfunction of the subject pacemaker could not be excluded. The preliminary analysis confirmed the reported issue. A lead issue or lead/device connection issue is suspected.

Manufacturer narrative:
The preliminary analysis suggests that the reported event is due to a lead issue or a connection issue.

Event description:
On (B)(6) 2018, the patient visited hospital due to uncomfortable feeling caused by heart failure. A pacemaker check was performed and ventricular lead fracture was suspected. The patient was hospitalized and a re-intervention was scheduled for the same day. During the re-intervention, the ventricular lead was disconnected from the pacemaker and it was cut. The distal portion of the lead was left in the patient¿s body and the proximal portion including connector was removed. A new ventricular lead was implanted and connected to a new pacemaker. The procedure was completed. According to the physician, the most possible cause of the issue may be the ventricular lead fracture, however malfunction of the subject pacemaker could not be excluded. The preliminary analysis confirmed the reported issue. A lead issue or lead/device connection issue is suspected.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, the patient visited hospital due to uncomfortable feeling caused by heart failure. A pacemaker check was performed and ventricular lead fracture was suspected. The patient was hospitalized and a re-intervention was scheduled for the same day. During the re-intervention, the ventricular lead was disconnected from the pacemaker and it was cut. The distal portion of the lead was left in the patient¿s body and the proximal portion including connector was removed. A new ventricular lead was implanted and connected to a new pacemaker. The procedure was completed. According to the physician, the most possible cause of the issue may be the ventricular lead fracture, however malfunction of the subject pacemaker could not be excluded. The preliminary analysis confirmed the reported issue. A lead issue or lead/device connection issue is suspected.